Event description:
Procedure: partial lung resection. Reportedly, after the instrument was fired, the approximating lever would not move. The jaws were difficult to open. It was then noted that the staples were not formed properly, and confirmed the bleeding from the staple line. Add'l tissue cut occurred. No other pt injury was reported.